Event description:
Caller alleged discrepant results using the inratio2 meter. Pt self tester's son called to report multiple results that he and the pt's physician feel are inaccurately low. Pt used two strip lot numbers to obtain results, but did not know then at the time of the call. Pt's coumadin dose has been continually increased since reading unexpectedly low; inratio results are still reading low. Pt started taking the antibiotic cipro on (B)(6) 2011 and was still taking it as of the (B)(6) 2011. Pt reports that starting today she has vaginal bleeding, which is highly abnormal for her. Pt self tester has been using the inratio meter for one year.

Manufacturer narrative:
Investigation pending.